Event description:
A pixel issue on the pump display was reported by the customer, affecting their ability to interact with the device. The customer declined to provide their blood glucose level at the time of the event, so no impact could be assessed. Technical support decided to replace the pump as a resolution to the issue. Customer reverted to manual daily injections (mdi) for insulin therapy.